Event description:
Unomedical reference number (B)(4). Event occurred in the united states . It was reported that the patient faced bent cannula issue with three infusion sets that caused high reading of the ketones as the test was performed at home and elevated blood glucose level reported to be 460 mg/dl at the time of this event. The patient changed out infusion set and after third infusion set change, he decided to go to the hospital. The patient was hospitalized with borderline diabetic ketoacidosis. The hospital monitored his blood glucose level and ran ketones test. Ketones were extra-large by the time he reached the hospital. He was given intravenous fluids and his father continued to deliver insulin through pump but switched infusion sets, which resolved the issue. The infusion set had been in use for less than a day. The patient did not notice any damage when the package was first opened. There was no permanent damage to the patient. The patient stayed in the hospital for two days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.